Event description:
It was reported that during a shoulder procedure using a firstpass suture passer, the device was not fully opening and closing. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.